Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock lead impedance measuring 133 ohms. It was also noted that there were high pacing thresholds on the left ventricular (lv) lead channel. No adverse patient effects were reported. This system remains in service.